Event description:
It was reported by the affiliate that during an ovarian resection, the balloon would not inflate. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
Eval summary: the tip assembly has been clamped. The balloon has two punctures, one hundred eighty degrees opposite with impressions left from the clamp. Based upon the visual examination, it was concluded that the balloon had been pinched and cut. No portion of the balloon was missing.